Event description:
It was reported that the cartridge o-ring was missing. There was no adverse impact on the customer's blood glucose level. Customer was able to load a cartridge successfully and resumed insulin.